Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. After obtaining the transseptal puncture access, a thrombus was identified along the septum. The steerable guide catheter (sgc) was used to aspirate the thrombus, which became trapped within the column of the sgc. Troubleshooting was performed unsuccessfully and the thrombus remained trapped. The sgc was removed and a new sgc was selected and a mitraclip implanted successfully. The final mr was grade 2. There was no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.